Manufacturer narrative:
The device was manufactured between: 06 dec 2016 and 07 dec 2016. The device was received for evaluation. During visual inspection, the cut was observed in the tubing near to the bottom y-site and the slide clamp. The device failed pressure testing and clear passage under water testing due to the cut in the tubing. The reported condition was verified; however, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cut/tear was observed in the tubing of a clearlink system continu-flo solution set during priming of normal saline. There was no patient involvement. No additional information is available.